Manufacturer narrative:
The customer-reported issue of the hospital cart display showing vibrating lines and changing colors could not be confirmed or reproduced during investigation testing. Visual inspection of the hospital cart did not reveal any damage or abnormalities, and the cart passed functional testing, which includes display functionality. The companion 2 driver used during the customer-reported issue was not returned with the hospital cart and therefore could not be evaluated. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4713 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion hospital cart was not supporting a patient. The companion hospital cart has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The companion hospital cart was not supporting a patient. The customer, a syncardia certified hospital, reported that the display on the companion hospital cart had vibrating lines and changing colors.